Event description:
It was reported that during a routine device change out procedure; fluoroscopic image revealed that the sense pace ventricular lead exhibited externalized conductors. The lead had previously exhibited over sensing in bipolar configuration and the device was programmed to unipolar configuration. The physician elected to use the lead and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.